Event description:
Ventilator alarmed. Rn immediately bagged pt on 100%. Ventilator screen blank; no power. Electrical outlet changed and ventilator screen lit for approx 1 second and went blank, ventilator alarm continued to sound. Attempted to turn ventilator on and screen never lit up again. Ventilator changed. Repair of ventilator by hosp clinical engineering dept. On 5/28/96. Problem=loose neutral wire in a.c. Plug. Replaced plug with molded plug and cable set; added strain relief; performed total e.s.